Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -15.50/2.5/111 (sphere/ cylinder/ axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2019. Lens rotation not associated to a low vault was observed, the lens was removed and exchanged on (B)(6) 2019. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Additional information h3-device evaluation: lens returned in microcentrifuge vial with moisture. Visual inspection found no visible damage to lens. Claim# (B)(4).